Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control performed a clinical review of the reported patient event and concluded that the device use did not contribute to the outcome of the patient. This was determined by the review of the downloaded electronic event record showing the patient was in a non-shockable rhythm for the duration of the event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device did not recognize the defibrillation electrodes connected to the patient and would not charge defibrillation energy. They tried another set of defibrillation electrodes, but the device would still not charge. They switched to a back up device and were able to monitor the patient while performing CPR. The customer advised physio-control that the patient involved in the reported event is deceased.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and determined that the likely cause of the reported issue was due to the user not selecting the paddles lead on the device. This resulted in the user not being able to view the patient's ECG through the defibrillation electrodes.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device did not recognize the defibrillation electrodes connected to the patient and would not charge defibrillation energy. They tried another set of defibrillation electrodes, but the device would still not charge. They switched to a back up device and were able to monitor the patient while performing CPR. The customer advised physio-control that the patient involved in the reported event is deceased.